Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a large irregular-shaped puncture in the balloon material. No section of the balloon material is missing from the device. The damaged area is located near the center of the dilation balloon. When the balloon is inflated with water, water exits the balloon material at the location of the damaged area. The balloon will not hold pressure and cannot perform in this condition. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The appearance of the damaged area suggests the balloon came into contact with a sharp object, perhaps a sharp edge of the endoscope used with this balloon. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusion: a possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to balloon damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all fusion biliary dilation balloons are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. This observation did not impact the patient or user and no similar observations were found during a review of the 2-year adverse event history. The information in this complaint record does not suggest that if this were to happen again, it would be likely to cause or contribute to death, serious injury, or require medical or surgical intervention. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During endoscopic papillary dilatation, the physician used a cook fusion biliary dilation balloon. The balloon was advanced through the endoscope and the physician attempted to inflate. The balloon would not inflate due to a rupture. Another balloon was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.